Event description:
(B)(4) MDR - after an implant during of about 18 months, it was reported that the patient expired on (B)(6) 2011. The device has not been returned for analysis.

Manufacturer narrative:
(B)(4) MDR.